Event description:
It was reported that when the needle was entered into the vein, blood came out at hub prior to threading the catheter. The clinician reported hearing a "pop sound". The event occurred immediately upon use with the patient at the hospital. The device was operated by a health professional. This was not reported to FDA. The outcome of the injury was resolved. There was no medical intervention required. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.